Event description:
The ventilator displayed "device failure" then shut itself off. The patient was on non invasive ventilation (niv) mode and was taken off machine promptly by nursing and placed on oxygen. The ventilator was replaced with another unit. When clinical engineering looked at the ventilator, it came up with several error codes: 02.00.002, 10.99.111, 10.99.112, 11.01.011, 12.01.011 and 13.01.040. All these codes have different meanings but according to draeger when all grouped together it points to either the air or o2 high pressure solenoid valve (hpsv). The valve has locked up and possibly caused the -15 volts to drag down causing the ventilator to go into reboot.